Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown ceramic liner. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that patient had left hip revision of ceramic on ceramic hip due to complaints of pain, squeaking, and clicking.